Event description:
It was reported that a malfunction code 16 appeared on the pump, and despite initial reset attempts provided by technical support, the issue persisted. There was no reported impact to the customer's blood glucose level due to the malfunction. Technical support decided to replace the pump, instructed the customer to use manual daily injections (mdi) as backup therapy, and provided guidance on returning the defective pump via a pre-paid label, ensuring the customer understood the steps involved.